Manufacturer narrative:
The initial complaint was reviewed and found not reportable as the additional information was received that when the complainant referred to a broken nail, they were referring to the construct. It was reported that the construct failed at the nail-screw interface. The nail was reported as intact. Rescind initial medwatch# (B)(4) and the follow up medwatch # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device history record (DHR): lot 8829587 has been manufactured on march 3rd 2014. In that period new gloves have been introduced in (B)(4) manufacturing sites. Discoloration was noticed on anodized titanium products after handling with new gloves. A field investigation was performed in order to investigate the composition of the reddish discoloration. All the titanium products processed in the timeframe 27-29 january 2014 were put on hold. No harm associated with the nonconformance was assessed in the pra. All the products involved were released from hold. The issue investigated in pra is not related to the issue reported in the complaint. From the DHR review no issues found that would contribute to the complaint condition. A manufacturing investigation (mia) was performed for the subject device 9mm ti cannulated tibial nail-ex/330mm, part 04.004.346, lot 8829587. Returned 1 intact nail referred in the mia-(B)(4), 2 broken screws referred in the mia-(B)(4), and two other intact screws which are not parts of the mias: parts not received in the original packaging. See as received condition picture. According complaint description, a nail broke at the occupied screw hole. Not every screw is intact. As received condition further details. The nail is not broken differently from the complaint description; screw is broken (one screw tip portion is missing). Some post production damages identified on nail holes and broken screws. The information etched on returned items match to complaint system and device history record. The nail lot#8829587 has been manufactured starting from raw material lot#16636/ art. 60010220. The certificate of the raw material lot#16636 was reviewed. In the certificate it is reported that the material fulfills the specification. The returned parts were re-inspected for all the features pertinent to the complaint condition. Considering that all relevant measurable product features meet specification and no visual defects manufacturing related have been identified on returned items (there are some damages addressable to post production events), the conclusion of the product investigation is that the returned parts are conforming from a manufacturing perspective. This is disposed as unconfirmed because the nail is not broken and there is no evidence of issues manufacturing related. No manufacturing related issue was identified, therefore review to the specific prm and prm line is not applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The nail did not break intra-operatively. The patient required revision surgery and a new nail was implanted. No further patient details are available. When the theatre staff refer to a broken nail they are referring to the construct. The construct failed at the nail-screw interface.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). The subject device has been received and is currently in the evaluation process. A device history record review for the subject device lot has been requested. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in the (B)(6) as follows: it was reported that revision surgery including hardware explant was performed on (B)(6) 2017 due to postoperative breakage of a tibial nail and two (2) locking screws. The nail reportedly broke at an occupied screw hole. During the revision surgery the nail, two (2) broken screws and two (2) intact screws were removed. Concomitant medical products: 2x locking screws (part 04.005.428 / 9402972, part 04.005.430 / 9234348). This is report 1 of 3 for (B)(4).